Manufacturer narrative:
Additional information: e1(event site state: qld, event site postal code: 4032). It was reported that the cardiosave intra-aortic balloon pump (iabp) has damage to the ECG cable and port. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. Managed to asses the unit and after clearing some of the plastic debris from the port tested it and found that the ECG readings are functioning as required. Soak tested it and applied some stress to the cable and port while in use and found that all readings are acceptable. The customer ( bts) confirmed that with the clinical area, they are happy to have this system return to service with the port as is. Suitable to use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) there damage to the ECG cable and port.